Event description:
A malfunction was reported with the pump displaying a software error code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears and confirmed understanding of the instructions.